Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site. After replacement of the air gas module the device regained function according to specification and was returned to the customer in working condition. The replaced air gas module was discarded at site and therefore not returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. (B)(4).